Event description:
Related manufacturer reference number:2017865-2021-35111. It was reported that the patient presented for a scheduled procedure. During the procedure, 2 left ventricular leads were extracted and replaced due to dislodgement and difficult anatomy. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.